Event description:
It was reported that during a sinus procedure, all three burs broke; on the third bur, the tip detached and had to be retrieved from the sinus cavity. The case then had to be canceled because the facility did not have any more burs available.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: 1898200t: microdebrider igs m4, s/n unknown, lot unknown manufacturer: medtronic xomed, inc., (B)(4). Product evaluation: no analysis results available; devices have not be returned for evaluation. No testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.